Manufacturer narrative:
Additional manufacturer narrative and/or corrected data: d4 and h4 this supplemental regulatory report is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es patient profile was not found. The customer stated when the nurse tried to remove medicine for the patient the profile could not be found. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es patient profile was not found. The customer stated when the nurse tried to remove medicine for the patient the profile could not be found. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
H4 is unknown. This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the device patient profile was not found. A technical support specialist remoted into server and station and found that patient was on the server, but no medications scheduled to be administered then point of contact confirmed that the issues was resolved. The system functioned as intended after troubleshot by the technical support specialist.